Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer would resume insulin delivery and complete the remainder of the bolus. The customer's blood glucose level was not impacted. After switching the cartridge boxes, the occlusions were resolved.

Manufacturer narrative:
During device testing, the pump logs were not retrieved and functional test was not performed due to a faulty u84.